Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. The physician had no thoughts as to how the catheter fractured. Per the instructions of use, catheter fracture is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a catheter replacement following a failed catheter dye study in which the physician was unable to aspirate the catheter. During the revision surgery, when the surgeon removed the pump from the pocket, the catheter broke off, right below the catheter lock. This led the physician to believe that there was a crack in the catheter at that location, although they did not know the cause of the fracture. The physician opted to tie off the old catheter and implant a new catheter.